Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.8x16 mm graftmaster stent was unable to seal the perforation in the mid left anterior descending coronary artery so a second graftmaster stent, size 2.8x19 mm was implanted, successfully sealing the perforation. There was no adverse patient sequela. No additional information was provided.